Event description:
I had bausch and lomb envista envy lens implants on (B)(6) 2025. Both eyes had high pressure following surgery. The second surgery eye (right) was more significant than the first. It resulted in extremely high eye pressure, distorted vision, having to be placed on another eye drop to bring down eye pressure (two pressure reducing drops initially). Ref report: mw5168959.